Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on the device history record (DHR) and supporting quality records can be performed.

Event description:
This is a non us event, event occurred in (B)(6). Pledget fell apart and parts remained in body causing discomfort and swelling. Went to doctor who confirmed material was left behind.